Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room and was there for 3 hours before being released. Customer was found by her son and was disoriented. Customer did not check her blood sugar before bed. The paramedics were called and the customer was given 2 packs of glucogel. Customer was given food and juice once she was in the hospital. Customer was in the emergency room as a result of low blood glucose. Customer was hospitalized on (B)(6) 2017 with a low blood glucose of 28 mg/dl. Customer was wearing the pump at the time of the hospitalization. Customer was advised to monitor the pump and her blood glucose.